Event description:
Information was received from a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for malignant pain. On 2017-sep-21, it was reported that the patient was experiencing pain and diarrhea and that their pump "has worked fine except for the past couple of years". A medical or therapy problem was associated with small parts was reported. The patient clarified that "it worked fine for a while" then, 6 to 8 months after their most recent pump implant on (B)(6) 2014, "it got worse". The patient noted that the pain was in the area where their pancreas used to be, then clarified that they had pancreatic cancer which had been resolved following the removal of most of their pancreas. The patient also reported that their pump was sticking out and that the port, catheter, and pump were visible. The patient expressed annoyance with this and stated that a reason for this could be that they lost a significant amount of weight over the last year and a half. The patient clarified that this had started in 2016. No falls or trauma were reported. The patient also noted that they were taking oral oxycodone which their healthcare provider believed was "tearing up their stomach". The patient made inquiries regarding the use and function of their ptm and emi interference with the pump. No out of box failures were reported. No further complications were reported. The patient¿s concomitant medications included oral oxycodone at an unknown dosage.